Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the surgeon was seeing some metal shaving gather on the pegs protectors once they are taken out after the cut is made. The surgeon thinks it could be from the sweep of the saw blade being narrower and hitting the pegs. The use of an oscillating blade on the medial and lateral cuts for the size 3 tibia in this case created chatter at the beginning of the insertion of the saw blade, which he suspects contributed to the "normal but visible amount of debris seen on the removed instruments after the bony preparation was complete. The time when there is chatter of the blade in the saw slot is limited to the first bit of the cut, when the widest region of oscillation of the blade is constrained within the metal saw slot. No patient complications were reported.